Event description:
Hourly safety rounds were performed. Approximately 40 minutes later, during another patient check, kinair bed found to be completely deflated. All connections and electric cords checked and bed cord moved from red covered receptacle to another outlet on accessory panel. Bed worked at that point. Maintenance notified to check plug and kci notified of bed malfunction. Problem discussed with rep from kci, and solution was for nursing to continue to monitor bed frequently. Technician offered new bed prn. Physician notified of problem, no orders recieved. Pt examined and no adverse conditions noted. Charge nurse aware.